Event description:
Info received indicates, the bed exit is not alarming. The alarm could not be heard on the nurse call system.

Manufacturer narrative:
The tech replaced the bed exit pc board to repair the bed.